Event description:
The hospital reported an error that results in a loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s. And therefore; this information is not provided due to country privacy laws. Legal manufacturer: hcs wuxi no. 19 changjiang road national hi-tech dev. Zone china wuxi jiangsu, 214028.